Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, an argon spring guide wire was attempted to cross the annulus and was inserted from the aortic side toward the left ventricle. The guide wire perforated the myocardium. The patient was placed under observation and the valve procedure was aborted. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).